Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Reportedly, the cause was unknown, however customer believes the cause to possibly be due to over-bolusing. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.